Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info rec'd, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The angio-seal device instructions for use (IFU) states that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.

Event description:
It was reported via a pubmed literature article by the national center for biotechnology information (ncbi) at the u.s. National library of medicine (nlm), interventional neuroradiology 2011 dec; 17(4):495-500, epub 2011 dec 16, that a (B)(6) man with a history of a giant basilar trunk aneurysm, had bilateral femoral access with 6f sheaths. The pt rec'd aspirin and clopidogrel prior to the procedure. Following the procedure, 6f angio-seals were used for closure of bilateral femoral arteriotomies. Ten months after the procedure, the pt kicked a metal cart and developed a large right retroperitoneal iliopsoas hematoma. The pt was managed conservatively and his serial hematocrit stayed stable. There was no evidence of pseudoaneurysm and surgical intervention was not required. (B)(6).